Event description:
It was reported no disposable clamp tubing alarm on both pumps lot number of pre-filled cassette 4203284 was experienced. Patient used new cassette and issue resolved. No further details provided.